Event description:
One and a half hours post procedure, echo performed. Cardiac tamponade noted. Thoracotomy performed. Pt stable. Doctor used two noga catheters during the procedure not sure which one involved, returning both.